Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle was clogged with a bd eclipse needle. This occurred on 50 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from portuguese to english: when there is a need for aspiration of medication and serum, the needle does not have a good flow, only it is aspirated by drops or is unable to aspirate (medication does not enter the syringe).

Manufacturer narrative:
H.6. Investigation: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10.

Event description:
It was reported that the needle was clogged with a bd eclipse¿ needle. This occurred on 50 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from portuguese to english: when there is a need for aspiration of medication and serum, the needle does not have a good flow, only it is aspirated by drops or is unable to aspirate (medication does not enter the syringe).